Event description:
Olympus was informed that "rubber on tip damaged by laser". Olympus followed up with the user facility and was informed that this device had been used in an unspecified urology procedure. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report. The user facility stated that the reported phenomenon could have likely occurred during an urology procedure and there was no pt injury reported. There was no additional information provided. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The mesh unit at the lower portion of the bending section was damaged which caused a tear on the bending cover, and a frayed wire was found protruding from the bending cover, causing a leaks. The damage mesh unit was attributed to physical damage due to user handling. This report is being submitted as an MDR in an abundance of caution.